Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that patient presented to the emergency room after having sternal discomfort. Upon interrogation, lead was no longer capturing or sensing properly. Dislodgement of the lead was observed via x-ray. Physician attempted to reposition the lead which was unsuccessful due to helix not extending. The lead was explanted and a new lead was implanted. Patient tolerated the procedure well and will continue to be monitored.